Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an anterior cervical discectomy and fusion (acdf) procedure on (B)(6) 2016 in order to address a diagnosis of cervical stenosis at levels c6 and c7. The plan was to implant a vectra system with advanced anterior cervical interbody bone fusion. During the procedure, it was noted that the joint pin of a vertebral body retainer was missing. No additional information pertaining to patient and procedural outcome was provided. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product investigation was performed for the subject device, vertebral body retainer (part number 03.820.111). The subject device was returned and found to have a missing joint pin during a c6-c7 vectra procedure. Only the left arm of the vertebral body retainer was returned; the right arm and bar were not received. Upon examination the complaint condition was able to be confirmed as the pin connecting the connector and retainer arm was found to be missing. Evidence of laser welding was noted on the retainer arm. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The vertebral body retainer is a component of the prodisc-c instrument and implant set. The prodisc-c system is used to ¿replace a diseased and/or degenerated intervertebral disc of the cervical spine.¿ the vertebral body retainer is specifically used to apply distraction to the disc space to perform the preliminary discectomy, and maintain the vertebral body spacing for trial spacing, keel preparation and implant insertion. Relevant drawings for the returned device were reviewed. The design, materials, and finishing processes were found to be appropriate for the intended use of this device. A device history review was performed for the returned instrument¿s lot number and no mrrs, ncrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. No definitive root cause was able to be determined; however, the failure mode is consistent with excessive distraction forces which led to device failure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device history records review was conducted. The report indicates that the: lot # is t925365 and not t9225365, manufacturing date: 18-aug-2008, review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the, material, components and final product met inspection records, certification. All (B)(4) parts of the lot were checked 100% for 2 laserpoints each side each joint pin and for ctq features and for function at the final inspection on 18-aug-2008. No ncrs were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.